Event description:
Office visit pt underwent bilateral breast augmentation approx 17 yrs ago with surgitek gel saline implants. 265cc rt and 240 lt over last several yrs. Increased pain, discomfort and difficult range of motion and performing daily activities. Physical exam = bilateral capsular contractures grade iii lt grade IV rt. Pt underwent bilateral capsulectomies implant removal and bilateral subpectoral conversion with gel implants and bilateral complex mastopexies. Implants were removed intact. Some silicone bleed but not ruptured. Saline had leaked.